Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be conclusively determined but may be related to prosthesis wear of the patellar component over 10 years of implantation. However, this cannot be confirmed and potential contributions of user or patient related considerations to the event could not be assessed as the device was not returned for evaluation and no images or radiographs were provided.

Manufacturer narrative:
D10: 3619227 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t. 3683180 02-010-01-0235 - logic femoral ps cem left sz 3.5. 3708484 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 74 yo male patient who had a left tka, underwent a revision procedure approximately 10 years 4 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis was present. The patella exhibited significant wear along lateral tracking path. The tibial insert had no obvious wear. The femoral and tibial component were well fixed. The tibial and femoral components were retained while the patella and tibial insert components were replaced. There was device breakage and parts and pieces were in the wound site. The surgeon removed all osteolytic tissue. There were no surgical delays. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as the hospital retained them for analysis. No further information.